Manufacturer narrative:
The reported event of muscle stimulation could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, including output verification at different voltages indicated normal device functionality and no external stimulation noted. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported during in clinic follow up that the patient felt discomfort due to twitching at the pacemaker implant site. The pacemaker was explanted and successfully replaced. Pocket stimulation was resolved and the patient was stable following procedure.